Manufacturer narrative:
A lot history record review was completed for lots 25129356, 25129394 and 25129564 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The slide lock was engaged. The plunger was not depressed on the delivery device. Seal was taken out of delivery device. No crack/delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm did not load correctly. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not load correctly. A replacement device was used to complete the procedure.